Event description:
It was reported that the device was used during a stapled hemorrhoidectomy. When the surgeon fired the device it did not cut the tissue. Surgeon completed the case with hand suture. There were no consequences to the pt.